Manufacturer narrative:
Used the first date of the month of the aware date as no event date was provided. Device is a combination product.

Event description:
It was reported stent damage occurred. A 2.50x12mm promus element plus drug-eluting stent was selected for use to treat the lesion. However, upon preparation, it was noted that the stent was damaged.

Event description:
It was reported stent damage occurred. A 2.50x12mm promus element plus drug-eluting stent was selected for use to treat the lesion. However, upon preparation, it was noted that the stent was damaged.

Manufacturer narrative:
Event date - used the first date of the month of the aware date as no event date was provided. Device is a combination product. Corrections: device lot number corrected from 20699572 to 21137620. Device expiration date corrected from 05/24/2019 to 09/12/2019. Device manufactured date updated. Device evaluated by MFR.: promus element plus, mr, ous 2.50 x 12 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. A pigtail mandrel was returned stuck in the wire lumen of the device. This most likely occurred due to handling during preparation. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. A hypotube fracture was also noted at 223 mm distal from distal end of strain relief. This type of damage is consistent with excessive force that could have been applied on the delivery system during preparation. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues with the extrusion shaft. No other issues were identified during the product analysis.